Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm that occurred during a bolus. The blood glucose reading was 102 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. He was advised to disconnect and reconnect the reservoir and tubing and push insulin slowly through the tubing with the plunger and stated that insulin did exit. He was advised to run a manual prime and stated that insulin did exit and was advised that the alarm was caused by an occlusion. Nothing further was reported.